Event description:
It was reported during a laparoscopic cholecystectomy the er320 clips would not close properly. Many firing attempts were made until one clip closed properly. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.50490. Based upon the inquiry info rec'd and the visual and functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired and it fired and formed the remaining clips as designed. There were no anomalies noted with the formation of the clips. The reported incident could not be recreated.